Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the psn 210 dialyzer. Incidents occurred at the start of treatments, and were noted on alarms. Both blood leaks were verified with positive hemastix. Hcp stated blood was returned to both pts; however, blood was not fully returned to one of the pts, with an estimated blood loss of 100cc. Treatments were resumed and completed with new disposables. No pt injuries or medical intervention reported per hcp.